Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device alarmed with a s321 (motor error) malfunction alarm code. The device was returned to the biomedical department with a report of s208 (can bus error-psc) and s238 (psc software error) malfunction alarm codes. There were no reports of any adverse patient event or delays in critical therapies while the device was in clinical use. No additional information was provided.